Event description:
Reporter indicated that vns pt has experienced an increase in seizure activity since implant. It was reported that the pt's generator was programmed to stimulate every 128 minutes. It was also reported that the pt's magnets could not be located and were therefore not being used by caregivers to initiate magnet mode stimulation with seizure onset. It was reported that device interrogation at office visit revealed 7 magnet activations in spite of magnets not being available for use. It is not known how magnet activations were recorded in device programming history. Additionally, the pt's family member expressed concerns with the level of care that the pt is receiving from caregivers at the group home where they reside and reports notable weight loss by the pt. Treating neurologist indicated that the relationship between the vns and the reported incidents was unknown. The pt's seizure types have not changed and it is unknown whether there are any environmental stimuli that could have caused the increase in seizure activity. Both normal mode and magnet mode output current were increased along with the pt's tegretol and depakote dosages. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Replacement magnets were shipped to the pt's family member.